Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of front panel blinking was confirmed due to the turret motor failing to operate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source panel screen keeps blinking after starting up. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.